Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached.

Event description:
Per the clinic, the device was explanted on (B)(6) 2024 due to patient experiencing poor sound quality and dizziness.

Manufacturer narrative:
This report is submitted on april 25, 2024.